Manufacturer narrative:
Pump error 63 alarm confirmed in the insulin pump history due to broken trace.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 7.5 mmol/l at the time of the incident. Customer was able to clear the alarm. Customer is able to complete pump rewind. Customer was assisted with self test and insulin pump failed self test. The insulin pump will be returned for analysis.